Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the large hem-o-lok clip applier instrument was not firing properly. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtain the following additional information: she did not have answers to any of these questions. All the team said, was that the instrument was not firing correctly. At this point, she cannot remember which patient it was used on so I cannot provide their information. The case was completed, there was no delay in care, and the instrument was not damaged.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large hem-o-lok clip applier instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.